Event description:
It was reported that cgm displayed error message during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, did not experience repeat error after reset, and successfully started new sensor session.